Event description:
It was reported that there was premature battery depletion. The device reached end of life (eol). The device has not been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.